Event description:
In 2000 placement of optiflow catheter right internal jugular was performed. Pt returned to surgery in 2000 for removal of optiflow catheter (catheter was cracked) with placement of optiflow catheter right internal jugular.